Manufacturer narrative:
The reported event of a burning smell was confirmed. Visual inspection revealed no physical damage to the outer housing of the transmitter or the outer casing of the alternating current (ac) power adapter. Upon opening the ac power adapter, inspection revealed that there were burnt components and damage on both sides of the main printed circuit board (pcb). Inspection of the opened transmitter revealed that there was no damage to the main pcb or to its inner housing. Inspection of the green contact strips in the ac power adapter confirmed the burnt odor. Testing revealed that the burnt components on the ac power adapter¿s main pcb caused the transmitter to be unable to power on and resulted in the burning smell. The failure noted was contained within the housing and posed no risk of exposure to the user or patient.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that there was a burning smell coming from the device, and the device was excessively warm when unplugged from the wall. There was also melting noted on the plug of the transmitter. The device was exchanged to resolve the event and the patient was stable with no consequences.